Manufacturer narrative:
No product has been returned for evaluation. Multiple attempts have been made to try and retrieve further event info with no customer response. Should new info become available, a f/u MDR will be submitted.

Event description:
Rec'd info stating during patient's hospitalization he has experienced low bg's of (15mg/dl).